Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the lead was packed without a guidewire set. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of component missing was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with stylet inserted inside the lead. The manufacturing records was evaluated and provide photo that shows the stylet set were included in the final packaging. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.